Event description:
It was reported that the patient was not satisfied with the therapy she was receiving. It was portrayed to her that it would be "a miracle" for her. She was told she would be able to return to work and do all sorts of things, but it had been a nightmare. The patient was not satisfied with the pump and the company. Noting that the company sells the pump, but does not care for them. It was reviewed that the health care provider (hcp) takes over care and that the company employees were not hcps. There was additional information reported regarding an empty pump and the pump sticking out that was not relevant to this event and therefore was omitted.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).